Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that end of service (eos) occurred. This notification did not seem correct relative to the implant date. This was not due to known overdischarge events. Additional information received from the rep in response to follow-up reported that the rep had made an appointment with the patient for (B)(6) 2015 to interrogate her battery and the patient no-showed the appointment. She had a migraine and wanted to reschedule. The patient was going to be rescheduled for (B)(6) 2015. Additional information received from the rep in response to follow-up reported that the patient no-showed again. The patient had needed to take pain medications and was unable to drive. She wanted to reschedule for the following week. Additional information received reported that the patient was rescheduled for (B)(6) 2015 and met with a clinical specialist. Further follow-up was performed to determine what was performed during this meeting. Relevant medical history included other chronic/intract pain (trunk/limbs) and non-malignant pain.

Manufacturer narrative:
Information regarding primary cell battery included in regulatory report # 3004209178-2015-25174. Additional information received indicated that the rechargeable device with serial number (B)(4) was explanted with allegations. Please refer to the initial report for correct device information. (B)(4).

Event description:
Additional information was received on 2016-06-10 from the patient and on 2016-06-13 from the manufacturer representative that reported that the patient's batteries were depleting quickly. The most recent batteries that were replaced depleted in (B)(6) 2015 and she had to wait until now to replace because she was in school. The batteries die out fast. The manufacturer representative reported that the patient had a replacement on her 2 inss about a month prior to the report of the additional information. The manufacturer representative was made aware of the need for replacement in november or december of 2015. Information regarding primary cell battery included in regulatory report # 3004209178-2015-25174.

Manufacturer narrative:
(B)(4). Additional information received indicated a non-rechargeable implant was the device with an allegation against it. The previous report indicated the patient¿s rechargeable device was the device with an allegation against it. The device was updated to reflect the newest information.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient's primary cell battery was dead. The patient was being referred to a surgeon for replacement. The rep. Was going to be at the patient's consult on (B)(6). According to the rep. The primary cell battery depletion was normal. Further clarification was received from the rep. Stating the patient had a subcutaneous device in their neck, and the patient told them it was non-rechargeable, and they had never charged the device.